Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic, non pacer dependent patient presented in clinic for follow up. Upon interrogation the right ventricular lead exhibited noise. Noise was not reproducible. Other electrical measurements were in range. No intervention was performed. No further information was available.